Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral sequential approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After the 4.5fr non-boston scientific introducer sheath, contrast catheter, microcatheter and guidewire was used, the recommended guidewire was then passed through the lesion and dilated with 2x20 coyote balloon catheter. Subsequently, this 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced and expanded. However, this balloon ruptured around the middle part upon second inflation at 12 atmospheres for 30 seconds. The device was removed without any problems. The guidewire was then advance further peripherally while dilating the lesion again with 2x20 coyote balloon, but the procedure was discontinued due to the strong calcification of the lesion. No complications were reported, and the patient was in good condition after the procedure.